Event description:
The customer obtained reproducible higher than expected vitros trop I es results (2.63, 2.65, 2.68, 2.60, 0.177 ng/ml) for two samples from a single patient processed on two vitros eci immunodiagnostic systems. The vitros trop I es results were considered to be higher than expected based on values obtained using an alternate method (0.01 ng/ml). Biased results of the magnitude and direction observed may lead to inappropriate physician action. A higher than expected result was reported out of the laboratory, and a cardiac catheterization was performed. However, there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that reproducible higher than expected vitros trop I es results were obtained for two samples from a single patient processed on two vitros eci immunodiagnostic systems. There was no evidence to suggest an instrument or reagent malfunction had occurred. Treating the sample using a heterophilic blocking tube yielded lower results than the untreated sample. The most likely cause of the event is the presence of heterophilic antibodies in the patient sample that are interfering with the assay. The vitros trop I es instructions for use state, "for troubleshooting purposes, if the ctni result is inconsistent with the clinical picture and is persistently elevated, the sample should be tested for the presence of heterophilic antibodies. These antibodies may be present in the blood samples from individuals regularly exposed to animals or who have been treated with animal serum products."